Manufacturer narrative:
(B)(4). G2: foreign - event occurred in sweden. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee revision approximately 5 years and 11 months post-implantation due to instability associated with a loosened bolt located within the knee joint. Attempts have been made and no further information has been provided.